Event description:
It was reported that they had met with manufacturing representative. In person about 3 months ago and the patient said they felt kicks in their back and the spinal cord stimulator was not getting where it needed to go. Patient said they thought they might need another surgery. Then, today, the patient started getting error messages that said they were not charging their implanted neurostimulator right when the recharger was not plugged into the controller. Patient also got a message that said the controller could not find the implanted neurostimulator. Patient reset the controller, but the error messages kept coming up. Patient mentioned the controller had been giving weird error messages since december 2022. During the call, the controller connected wirelessly to the implanted device and the controller charge was 80%. Implanted neurostimulators charge was 50%. Patient got a memory problem message and had to set the date and time. Patient then turned their therapy off. Patient got the settings not available message when they tried to adjust their therapy settings. An email was sent to the repair department to send a replacement controller.

Manufacturer narrative:
Product ID 97745nt lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.